Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. The device top case front corners were chipped and bottom case cracked by l-bracket. There was a cracked right plunger case. Ravel reverse error - check clutch/plunger lever found on error history log review. Cannot duplicate any check clutch error at occlusion test. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The customer's reported issue was caused by impact and by the customer releasing the pump?s clutch and manually moving the plunger head during a programmed infusion. Actions/repairs were done to correct the reported issue: replaced top and bottom cases, lead screw, clutch spring and both clutch halves as a preventative measure. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that there was an issue with the top case, bottom case and clutch. No patient injury was reported.